Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to get the pump to turn on. The customer connected that pump to a power source but the pump remained unresponsive. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would use manual injections until the replacement pump was received.